Manufacturer narrative:
(B)(4). The sample is not available. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the root cause is use error. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
The customer contacted baxter's technical service center regarding a system error 2240, which occurred on the homechoice (hc) during an unknown process step. The caregiver (cg) said the home patient (hp) was getting low drain alarms and they changed the cassette but used the same supply bags. The hp received system error 2240, lost the power in residence and then the hc ended therapy. The technical service representative (tsr) explained system error 2240. The tsr explained about not using same the supply bags to set up for a new therapy. The tsr advised to follow up with the registered nurse (rn) about re-spiking the supply bags and the system error 2240. There was no patient injury or medical intervention associated at the time of this report.